Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited under sensing due to loss of contact. No intervention was performed. The patient was stable.